Manufacturer narrative:
It was reported that the d860 table at account is allegedly tipping when table is unlocked and moved at highest position. A stryker field service technician (sfst) was dispatched to investigate the complaint. The sfst observed how the customer experienced the complaint. The customer raised the table to the highest position, unlocked the table and pushed the table from one side to move the table, which resulted in a tipping motion. The sfst instructed the customer to lower the table before pushing in order to lower the center of gravity and avoid tipping. The sfst also informed the customer that included in the user manual, it states the table should be moved by two persons at all times. There was no patient involvement, injury or adverse consequence reported.

Event description:
It was reported that the d860 table at account is allegedly tipping when table is unlocked and moved at highest position. There was no patient involvement, injury or adverse consequence reported.